Event description:
Respiratory tract irritation; when I woke up in the morning ((B)(6) 2020) I noticed that there was black powder around my nose and on my mask. I had a sore throat for days after and have had an increase in phlegm production, especially in the mornings after waking, for a while now, which started after this occurred. Also, the beginning of this year I was diagnosed with gastritis and had biopsies of salmon mucosa in my esophagus during an endoscopy in (B)(6) of 2021. I have also been having continuous unexplained weight loss and abdominal pains. FDA safety report ID# (B)(4).